Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited premature battery depletion. The suspected cause was frequent shocks to treat defibrillation. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, device was returned for analysis. Longevity estimation and review of egms did not identify any anomalies.

Event description:
Additional information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2022. The patient was in stable condition.